Event description:
The patient reported that he was hospitalized three times in the last year "due to the pump", no further information is available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.